Manufacturer narrative:
The lot number was provided for all eleven malfunctions; therefore, a lot history review is currently being performed. For all the eleven malfunctions, the devices have been returned. The company is still investigating the issue at this time. For 1 out of the 11 malfunctions was identified for self-activation during investigation evaluation. (Corporate lot no. Redt4418, reby0300, recz3166, redv1367).

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model mc1410 bard maxcore disposable biopsy instruments allegedly experienced self-activation. This information was received from multiple sources. Out of the eleven malfunctions, four patients were involved with no patient consequence or impact. Two patients were female and one male, (B)(6) years of age, weight range (B)(6) kgs. The remaining seven malfunctions did not involve the patients.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model mc1410 bard maxcore disposable biopsy instruments allegedly experienced self-activation. This information was received from multiple sources. Out of the eleven malfunctions, four patients were involved with no patient consequence or impact. Two patients were female and one male, 54-55 years of age, weight range 50-70kgs. The remaining seven malfunctions did not involve the patients.

Manufacturer narrative:
H10: the lot number was provided for all eleven malfunctions; therefore, a lot history review was performed. For five of the eleven malfunctions, the devices have been returned. Failure to prime was confirmed in two devices and were inconclusive for self-activation. Self-activation was confirmed in two devices. One malfunction identified failure to prime and failure to fire, and was inconclusive for self-activation. Failure to prime (1492) was added to the trending codes for two malfunctions. Failure to fire (2610) was added to the trending codes of one malfunction. The definitive root cause for the reported events could not be determined. The devices are labeled as single use. H10: d4 (corporate lot no. Redt4418, reby0300, recz3166, redv1367), g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.